Event description:
Caller reported a cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and assisted the caller with the process, resulting in the successful start of their sensor session without further errors.